Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. It was also stated that there is a crack on the lcd screen and that there were missing pieces on the battery compartment. The blood glucose reading was 180 mg/dl. The customer did not want to return the set or reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.